Event description:
Additional information received reported that the patient's pump was moved from side to side per patient request. The reporter stated that the patient had a lot of other health issues that are causing his issues, and that there is no problem with the pump. The patient had abdominal pain related to the elective pump movement procedures. The patient was having unrelated procedures done on (B)(6) 2012 in the operating room. Baclofen was being added to the pump medications, so the medications delivered by the pump were clonidine, hydromorphone and baclofen (new).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was in acute pain; the patient was in chair and bed ridden with "lots of anxiety and pain due to their medical condition". Patient was oral pain meds in addition to the pump meds. It was further added that the patient had a "pump revision" on (B)(6) 2012 to move the pump from the left to right side of the abdomen due to pain. Per reporter, the pain began when they moved the pump from the right to left side of the body "a while ago" (specific date was not known). Reporter did not think that this was the answer for the patient's pain relief because, the patient was still in pain even after "moving the pump again for the second time". Drugs delivered via the device were hydromorphone, and clonidine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model/serial#: unk; catheter model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).